Event description:
This report pertains to two of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-12106 pertains to the other device. It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient suffered pain, mesh erosion and incurred additional medical treatment and procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.